Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold with unknown cause. The patient was requiring more ventricular pacing. As a result, the physician opted to change the lead because reprogramming it to higher volts may cause faster battery depletion. The rv lead was surgically abandoned during generator change out. No adverse patient effects were reported.